Event description:
The patient was hospitalized due to diabetic ketoacidosis. Pump was discontinued and patient started on an insulin drip, and blood glucose was brought down. When patient was restarted on pump blood glucose began to rise. Patient was again disconnected from pump. In attempt to determine whether pump was delivering, pump was programmed to deliver a bolus; insulin was visualized to flow from the admin set. During further inquiring, patient stated that the cartridge of insulin had been in use for 2 weeks.